Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient coded when the physician was navigating towards the target lesion and before the biopsy was taken. The physician stated that there was no malfunction of the ion system, instruments, or accessories. The procedure was aborted. Resuscitation was initiated for two brief cardiac arrest events with a total arrest time of approximately 5 minutes. The physician reported that the patient was diagnosed with a stroke and stress-induced (takotsubo) cardiomyopathy. An echocardiogram revealed akinesis/hypokinesis of the left ventricular apical walls, and an ejection fraction of 30-35%. There were small right and trace left pleural effusions. Head and neck cta was nonrevealing, and brain MRI showed acute or subacute infarctions in the right frontal lobe and small multifocal areas that likely represent small vessel arteriosclerosis and general atrophy. The patient was admitted to the medical ICU and was extubated the next day; however, required re-intubation due to worsening respiratory status. The patient had left-sided weakness and pneumonia. A chest CT showed bronchus intermedius narrowing suspected to be due to a mucus plug. Right lower lobe atelectasis improved and the patient was successfully extubated and placed on nasal cannula oxygen. The physician believed that the cause of the takotsubo cardiomyopathy and stroke was suspected to be due to the patient's chronic comorbidities. The patient was awake and awaiting discharge to a rehabilitation facility on supplemental oxygen.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available. A review of the event was performed by an intuitive surgical medical safety officer (mso) who concluded that the patient suffered a cardiac arrest during the navigation portion of a robotic assisted bronchoscopy and was successfully resuscitated. Work up was notable for strokes and takatsubo¿s cardiomyopathy in the setting of known severe diffuse vasculopathy. The hospital course was further complicated by respiratory failure and ineffective secretion management which improved with management, and was ultimately successfully liberated from mechanical ventilation with ongoing rehabilitative efforts. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. A multicenter study reported 13 (2.2%) complications with no strokes nor deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no strokes. Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.9% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. Based on the available data the adverse events were procedure related in the setting of severe medical co morbidities and not device related. --facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). --ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. --bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. Selim m. Perioperative stroke. New england journal of medicine. 2007.